Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Territory (B)(4) submitted a complaint for an unknown reason. Examination of the returned instrument found the handle fractured through the polymer material at the first metal pin at the proximal end of the handle but still contained on the shaft. Evaluation of the instrument found it was similar to a previous investigation conducted by depuy metallurgy. The previous investigation found the proximal surface was examined using digital and scanning electron microscopy (sem). Based on the observations of the previous report the fracture of the duraloc curved cup impactor is consistent with overload. The presence of multiple crack initiation sites originating at both the outer diameter and inner metal pin slot -polymer interface suggests that thermal expansion due to sterilization may have contributed to the fracture. No material or manufacturing defects were observed that could have contributed to the fracture. No corrective action indicated. Complaints will be monitored under post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary :examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Implant date, explant date: device is an instrument and is not implanted/explanted. Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(6) submitted a complaint for an unknown reason. Examination of the returned instrument found the handle fractured through the polymer material at the first metal pin at the proximal end of the handle but still contained on the shaft. Evaluation of the instrument found it was similar to a previous investigation conducted by depuy metallurgy. The previous investigation found the proximal surface was examined using digital and scanning electron microscopy (sem). Based on the observations of the previous report the fracture of the duraloc curved cup impactor is consistent with overload. The presence of multiple crack initiation sites originating at both the outer diameter and inner metal pin slot-polymer interface suggests that thermal expansion due to sterilization may have contributed to the fracture. No material or manufacturing defects were observed that could have contributed to the fracture. No corrective action indicated. Complaints will be monitored under post market surveillance.

Event description:
It was reported that the handle was cracked on the duraloc curved cup impactor. Did not affect the surgery.